Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe burnt on detritus; the distal end of the glass cap/fiber was detached and not returned; the outer flow tubing exhibited mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist probable root causes: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that the fiber became end firing (forward firing) @ 4,000 joules. The procedure was completed with second fiber @ 57,000 joules and an alternate procedure (turp). The patient outcome is listed as "ok".